Manufacturer narrative:
The device was returned to zoll medical for evaluation. The main knob was observed missing and was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main switch was unable to turn on the device. Complainant indicated that there was no patient involvement in the reported malfunction.